Event description:
It was reported that, on and unknown date, the hand piece for battery powered driver, ran constantly when the battery was attached. It was reported that this event did not contribute to death or serious injury. It was also reported that subject device did not malfunction during surgery while being used on patient. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis additional classification gxl. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Additional evaluation states that subject device was received running constantly. The repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. This item was repaired, and returned to the customer. A service history of the past three years has been reviewed. The item was previously returned for service due to motor failure. The previous service condition of motor failure is relevant to the current complained issue of runs continuously.